Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques and delivery systems of a 14-22 fr introducer sheath. The IFU provides recommendations for proper selection of graft size based on pt's specific vessel diameter. The failure mode assigned to this case is "perforation". This failure mode was determined based on the provided info available in the "journal of vascular surgery", 12/2009. A definitive root cause can not be determined or reported at this time. Pre-operative, operative, and post-operative imaging have been requested. No images had been returned for review at the time this report was written. Specifically, pre-operative imaging would be beneficial in ensuring that proper selection of graft size and length were performed, as well as ensuring that the product was not used in unfavorable anatomy conditions stated in the IFU. If additional info becomes available in the future that modifies the scope or findings of this investigation, this report shall be amended at the appropriate time. We will continue to monitor for similar incidents.

Event description:
A (B) (6) male pt underwent aaa repair on (B) (6) 2006. The pt received a zenith main body and three zenith iliac legs. The pt's right common iliac ruptured secondary to ballooning with coda device and was resolved by placing an additional zenith iliac leg. The current status of the pt is unk.